Event description:
It was reported that the pt had a disruption of therapy due to a catheter complication. A catheter revision was planned. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).